Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn: (B)(6) isn`t working correctly and has been out of service for some time. The platform is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.